Event description:
It was reported that blue flakes of coating seemed to burn off. The opes was changed and a new one used. The piece of plastic could not be found. A scope was used with the device. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. In inspecting the returned device, the complainant's event was confirmed. A section of powder coating lateral to the electrode face is missing. The surface finish of the surrounding coating is also lightly scuffed. Edges of the damaged coating are smooth and taper inward from the outer surface to the exposed metal substrate possibly caused by ablation and not chipping. Based on the information available a definitive cause for the complainant's event cannot be determined. Complainant's event most likely caused by lack of insulation from user mechanical damage to device such as hitting the device with another device. Device history record revealed nothing relevant to this event. This is the third complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.